Event description:
It was reported that there was a power on reset (por) condition and the reporter wanted to know why this could happen. The reporter stated that the patient tried to work her programmer the day prior to the report and saw a doctor¿s symbol and por. The reporter stated that the patient came in on the day of the report and the programming was gone, so she had to reset the device. The reporter also had to re-bond the programmer. The battery and impedances showed ok. The reporter noted that the patient had been having problems voiding and did not know exactly when it happened. The patient¿s last appointment was (B)(6) 2012. Later that day it was reported that the patient had an angiogram in (B)(6). The reporter stated that the battery did show around 107 months left, but on the last print out it showed ok. The reporter did the battery check right after turning it back on. About two weeks later it was reported that the cause of the event was a por on the patient programmer. The event was attributed to the implantable neurostimulator (ins) and it was noted that the patient forgot to turn it off for a procedure. The patient was reprogrammed on (B)(6) 2014. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v152799, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).